Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had an existing right bundle branch block (rbbb), a non-calcified native annulus and moderate-severe calcification on native leaflets. Medtronic representative loaded the valve, and fluoroscopic loading check showed inflow section overlap to node 3. Two experienced implanters attempted implant of the valve, with left femoral access. Access was large enough but severely tortuous, and the patient's right side was prohibitive due to dissection. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 26mm balloon. Upon first deployment attempt, a severe blood pressure drop occurred and a large infold was seen. The valve and delivery catheter system (dcs) were removed and replaced to successfully complete the procedure. Post-implant bav was performed using the same balloon, and the resulting trace paravalvular leak (pvl) was deemed acceptable. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012113770); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that adrenaline medication was administered as a result of the drop in blood pressure. A procedural delay was reported as well.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex in return kit. The jar was filled with clear solution. The valve had a lot of coagulated blood all over the valve. The valve was in a partially crimped condition. All leaflets were flexible and intact with signs of creases possibly associated with the crimping and recapturing process. The valve was submerged in a warm saline bath; valve frame reset. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: 2 fluoroscopic cine loops and a picture of the valve infold in vivo were provided for review of the event described above. An image showed the very tortuous access vessels, another image showed the calcium free annulus. There were images that showed the indent in a fluoroscopy image and how the indent looked after opening the valve. The dark arrows appear to show heavily calcified leaflets, especially on the left coronary cusp (lcc) side. Since no misload could be identified, the valve size was correctly selected based on the annulus dimensions, and no calcification could be seen in the annulus itself, the valve-leaflet calcification most likely contributed to the formation of the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.